Manufacturer narrative:
This report is for an unknown bio-intrafix. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: m. Adeel akhtar et al, 2015, "generalised ligamentous laxity and revision acl surgery: is there a relation?", m.a. Akhtar et al. / the knee 23 (2016), pages 1148¿1153, (united kingdom). The study emphasizes on: investigation of the relationship between generalised ligamentous laxity (gll) and requirement for revision anterior cruciate ligament (acl) reconstruction. The patient was evaluated on course of this study: between june 2008 and july 2013, 139 patients (mean age 28 years, 100 males and 39 females, mean beighton score=2.9, mean duration from injury to surgery=17 months) undergoing primary acl reconstruction, 44 patients undergoing revision acl reconstruction and 70 patients of control group without any knee ligament injury. Patients with multiple ligament knee injuries were excluded from the study. A subgroup of 28 patients (mean age= 27 years, mean beighton score=2.8, 19 males and nine females) undergoing primary acl reconstruction with quadruple hamstring autograft was followed up at four years to assess the integrity of acl graft. These patients were also assessed for benign joint hypermobility syndrome using the brighton criteria. The article describes the following procedure: operative method involves arthroscopically assisted acl reconstruction with single incision procedure. Revision acl reconstruction was performed as a single-stage arthroscopically assisted procedure using a middle third patellar tendon autograft. The devices involved were: graft fixation was achieved using an endobutton on the femoral side and intrafix screw on the tibial side for primary acl reconstruction and graft fixation was achieved using s interference screws on both sides for revision surgery. Complications mentioned in the article: incidence of generalised ligamentous laxity was more in primary acl group compared to the control group with higher beighton scores. Three patients had failure of acl reconstruction at four year follow-up and all were hypermobile. Three patients in this group had benign joint hypermobility syndrome. From the review of the article it could be concluded that the intrafix screw device may have caused graft failure. However, it could be evident by pathological testing of the failed graft. This article does not indicate device involvement for ligamentous laxity and higher beighton scores.